Event description:
It was reported the pt is without stimulation. X-rays indicated the pt's percutaneous lead has migrated. The physician has decided to revise the lead. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.